Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the nurse attempted to initiate therapy on arctic sun device, the user got alert 01 (patient line open). The nurse just changed out the device and hit start when mss called. It was stated that the patient temperature was 34.9 c but the patient need to be cooled (nurse did not know the target temperature) and the patient was in normothermia. Mss made nurse to switch to hypothermia mode and start the device. Nurse was unable to tell the target from the cool patient box. Flow rate stabilized at 3 l/min and mss unable to obtain any other information from nurse except the new device s/n (B)(6) was working.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the nurse attempted to initiate therapy on arctic sun device, the user got alert 01 (patient line open). The nurse just changed out the device and hit start when mss called. It was stated that the patient temperature was 34.9 c but the patient need to be cooled (nurse did not know the target temperature) and the patient was in normothermia. Mss made nurse to switch to hypothermia mode and start the device. Nurse was unable to tell the target from the cool patient box. Flow rate stabilized at 3 l/min and mss unable to obtain any other information from nurse except the new device s/n (B)(4) was working.